Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an unspecified failure. The step of setup or therapy during which this occurred is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and the evaluation was completed. An event history log review identified a system error (se) 2042 (positive t tank low) occurred. Internal and external of the hc discovered a cracked piston molding. Testing using the cycler remote toolbox (crt) software revealed that the pneumatic system was in good working condition. Electrical inspection of the device passed. The device failed a simulated therapy test was performed and the device failed as it was out of performance specification. The cause of the se 2042 and the failed therapy testing was determined to be a cracked door piston. The door piston was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.